Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01979.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, a ruby coil did not deploy when it was triggered with a handle. The actual event date is unknown. It is unknown how the procedure was completed; however, there was no report of an adverse effect to the patient.